Event description:
The account alleged the bed exit does not function. No patient impact.

Manufacturer narrative:
The technician found the account had zeroed the bed with a patient in it, user error. The technician found the bed exit functions as designed and in-serviced the nurse on proper use of bed exit and scale to resolve the issue.